Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being prepped for implant. A use by date (ubd) alert was observed of less than thirteen months. The battery indicated one hundred percent however had a high impedance alert. Technical services (ts) noted this s-ICD could not be implanted. This s-ICD was not implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being prepped for implant. A use by date (ubd) alert was observed of less than thirteen months. The battery indicated one hundred percent however had a high impedance alert. Technical services (ts) noted this s-ICD could not be implanted. This s-ICD was not implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.